Manufacturer narrative:
Additional information received. It was confirmed that it was actually a penetrating atherosclerotic ulcer (pau) that was intended to be treated and not a taa. Pt's age and gender updated. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
A valiant captivia stent graft was intended to be implanted in the endovascular treatment of a unknown sized thoracic aortic aneurysm. It was reported that during the index procedure, while navigating the delivery system the iliac artery was damaged. The procedure was then stopped and the delivery system retrieved. As per the physician the cause of the event is that the device was oversized. No additional clinical sequalae were provided and the patient will be monitored.